Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling unwell. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment rendered for the events and patient¿s outcome was not reported. The action taken with dianeal, extraneal and nutrineal therapies was not reported. No additional information is available.

Manufacturer narrative:
Additional information was received and assessed and the cause of the peritonitis event is unknown. The event was manifested by cloudy fluid, abdominal pain and fever. On the same day as onset, the patient was treated with vancomycin (2 g intraperitoneally for two days, frequency not reported) and ciprofloxacin (1 g, stat (once) and 500 mg twice per day orally). Four days after event onset, the patient was hospitalized. On an unreported date, the patient was treated with gentamycin (daily, dose and route not reported). Twelve days after event onset, the patient¿s catheter was removed and treatment with ciprofloxacin was discontinued two days later. At the time of this report, the patient was on hemodialysis and will be returning to pd therapy (date not reported). Hospitalization was ongoing and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.